Event description:
During a routine hemodialysis treatment, the cycler displayed temperature alarms that could not be resolved. The operator reported that they could not rinseback because the cycler was alarming and then determined that the blood in the cartridge circut was clotted. The cartridge was discarded resulting in a 210cc blood loss.